Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the transurethral ureterolithotripsy procedure, the laser fiber experienced a disconnection at the root after the first laser output. There was no falling off. The procedure was completed by replacing another laser fiber device. There were no reports of patient harm.

Manufacturer narrative:
Additional information: h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction was due to some damage to the fiber's root likely caused it to break during laser operation. The damage could not be further specified olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.